Event description:
When the device was used during a laparoscopic gastric bypass with roux-en-y procedure, the device was fired and the vascular cartridge popped out. Cartridge was retrieved. Anastomosis completed with another device. A third stapler with vascular cartridge was used to close common opening, and the vascular cartridge would not open and the handle would not release. The jaws wouldn't open, surgeon had to manually cut the jaws away from the jejunum. There was no pt consequence intra-operatively.